Event description:
Related manufacturer reference number: 2017865-2024-34196. Related manufacturer reference number: 2017865-2024-34199. It was reported that a patient presented with an infection noted on the patient's system. The system was explanted on (B)(6) 2024. No adverse patient consequences were reported.